Event description:
Pt had bilateral breast implantation in 1972. Developed joint pain with multiple other systemic symptoms. Has bilateral class IV capsular contractures, heavy calcification, all necessitating removal. Upon removal, rupture of right implant confirmed.